Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found. The target lesion was located in the non calcified coronary artery. An opticross imaging catheter was selected for use. During preparation, it was noted that the physician found a black foreign object in the device tray. The foreign material looked like a piece of burned food with a size of 3mm. The device was not used. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. The tray was not returned, only the catheter assembly and no foreign matter was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign matter was found. The target lesion was located in the non calcified coronary artery. An opticross imaging catheter was selected for use. During preparation, it was noted that the physician found a black foreign object in the device tray. The foreign material looked like a piece of burned food with a size of 3mm. The device was not used. No patient complications were reported and patient's status is good.